Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: 200-02-32, sn: (B)(4)) three peg patella 32mm ,(cn: 204-04-21, sn: (B)(4)) trapezoid tibial tray sz 1f/1t, 2f/1t , (cn: 230-02-02, sn: (B)(4)) optetrak asy, cr cemented femoral, sz 2.

Event description:
Surgeon revised knee due to poly wear and pcl failure. Surgeon removed all exactech components, implanting a stryker revision knee. Rep was not at case. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: the evaluation noted the revision reported was likely the result of excessive wear of the polyethylene tibial insert and the patient¿s reported pcl failure. The cause of the prosthesis wear cannot be determined because the component was not returned for evaluation. (D11) concomitant device(s): concomitant devices: (cn: (B)(4), sn: (B)(6) three peg patella 32mm. (Cn: (B)(4), sn: (B)(6) trapezoid tibial tray sz 1f/1t, 2f/1t. (Cn: (B)(4), sn: (B)(6) optetrak asy, cr cemented femoral, sz 2.